Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Just over two weeks post implant, it was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was ex planted and replaced. No patient complications have been reported as a result of this event.